Event description:
The pt no longer had access to any hearing sensation. The pt had been involved in an accident but there was no obvious sign of trauma at the implant site. Testing confirmed that the device has malfunctioned.